Manufacturer narrative:
Button error alarmed due to corrosion on keypad trace. Display function properly with testing case. No frozen display noted. No moisture damage found on electronic assembly.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The time on the device was not advancing, and the buttons were unresponsive. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the display was still frozen. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.